Event description:
Customer called to report observing drips from the probe area of the coulter ac.t diff analyzer at the completion of startup after the instrument had been serviced on (B)(4) 2012 for the same issue (beckman coulter, inc. Report identifier (B)(4); medical device report #1061932-2012-01408). The spill was not contained within the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer with troubleshooting the issue by instructing customer to check the pathway from the probe wipe to the vacuum isolator chamber (vic). The cts also instructed customer to check the tubing through valve 8 and the probe wipe fittings. The cts then instructed customer on how to trim and re-attach tubing 5, which was loose. The cts also ordered dual filters for replacement.

Manufacturer narrative:
Upon follow-up with customer on (B)(4) 2012, customer stated that replacement of the dual filters did not resolve the issue. The issue recurred and was reported as beckman coulter, inc. Report identifier (B)(4). The field service engineer (fse) inspected the instrument on (B)(4) 2012 and found that the probe wipe pinch valve (lv8) was sticking. The fse replaced the valve to ultimately resolve the issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. (B)(4).